Manufacturer narrative:
(B)(4). The customer has indicated that the device is in process of returning to the manufacturer for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the customer received seven tourniquets that were leaking. The tourniquets were fully inflated and left alone for an hour; after the hour the tourniquets were significantly deflated with one end sealed. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). UDI# (B)(4). The device history record (DHR) for the 34 in. (86cm) single port single bladder disposable cuff with plc, part number 60707510600 and lot number z000006310, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 22 jan 2019, it was reported from medline industries, inc. That four 34 in. (86cm) single port single bladder disposable cuffs with plc were leaking. The cuffs were fully inflated and after an hour they were slightly deflated. On 18 feb 2019, a returned product investigation was performed on the 34 in. (86cm) single port single bladder disposable cuffs with plc. The physical evaluation revealed that the returned cuffs all had a leak, triggering a cuff leak detected error. The leaks observed appear to be common to the area where the tubing connects with the cuff. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 34 in. (86cm) single port single bladder disposable cuffs with plc were leaking, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.